Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), partial explant: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) reported the patient was receiving a simple continuous dose of gabalon intrathecal (0.05%) at a rate of 25.0 mcg/day beginning on (B)(6) 2010 and the therapy was ongoing. The patient was being treated for an underlying condition of spinocerebellar degeneration (congenital spastic paraplegia). At implant on (B)(6) 2015, the catheter tip was implanted at the 9th thoracic vertebra. On (B)(6) 2014, the patient had a pump refill performed and did not report any subcutaneous swelling in their back. During a consultation on (B)(6) 2015, the patient experienced subcutaneous swelling in the back which started early (B)(6) 2015. A visual inspection confirmed the swelling. The swelling/bulge was soft and existence of subcutaneous fluid retention was suspected and considered non-serious. The patient was monitored through compression therapy under a "watchful approach". The compression therapy continued while monitoring the patient until (B)(6) 2015 without any changes in the symptoms. On (B)(6) 2015, a catheter contrast study (previously reported) revealed a contrast medium leakage near the catheter connect ion site in the back pocket site. On (B)(6) 2015, the posterior incision site was re-opened and a fracture/leakage hole near the distal part of the catheter was identified (also previously reported). It was noted the site had come in contact with the strain relief. The fractured catheter part was cut off and the remaining parts were re-connected and repaired. Healthcare professional (hcp) comments described the patient as "skinny" (patient height (B)(6)) and it was believed that the hole might have been caused due to long-term contact friction between the catheter and the strain relief. On (B)(6) 2015, the disappearance of the subcutaneous swelling was confirmed and the patient was noted as having recovered. The patient did not experience any withdrawal or overdose symptoms. The causality of the event was indicated as catheter related and not related to the pump, procedure nor investigational drug.

Event description:
It was reported that the patient developed an accumulation of serous fluid in the dorsal pocket entry site. This was detected as an outpatient and had not yet recovered. To treat the site, a compression was applied. However, repairing the anchor site may be considered if no recovery was achieved. This was reported as unrelated to the investigational drug, catheter, pump, and programmer but unknown if related the procedure. On (B)(6) 2015 catheter imaging was performed. A contrast agent leak was confirmed in the connector region. A catheter replacement was scheduled for (B)(6) 2015. A catheter rupture was now reported to have occurred on (B)(6) 2015. Upon performing a cut in the back region to replace the catheter, a crack in the catheter was visible to the naked eye and therefore the cracked section was cut off and repaired via reconnection. Afterwards, it was confirmed via imaging that there were no leaks in the connection region. At the same time, it was confirmed that the contrast agent was being released as usual from the catheter tip. Furthermore, the catheter tip position was repaired, so it will be located from th10 to th11. It was believed that the spinal fluid did not leak from the insertion site, but rather due to a catheter rupture which occurred when the patient fell ov ER/fell down. The serous fluid was now also reported as unrelated to the procedure. However, the catheter rupture was reported as unrelated to the drug, pump, programmer and procedure but unknown if related to the catheter. The severity of these events were classified as a 3. The adverse event outcome for the serous fluid and the catheter rupture were reported as recovered as of (B)(6) 2015. The dose was reported as continuing as this device system delivered gabalon. Should additional information be received a supplemental report will be filed.